Event description:
It was reported that this patient was admitted to the hospital after receiving an inappropriate shock. This subcutaneous implantable cardioverter defibrillator (sicd) was programmed off and episode review was requested. A boston scientific (bsc) local area representative noted oversensing of muscle noise/stimulation resulted in the inappropriate therapy. An x-ray was recommended in addition to performing chest palpitations while capturing all vectors. The patient has been non-compliant in the past and today he signed a release of treatment to be discharged. Additional information was received that the patient came back to the hospital the following day. Chest manipulations were performed to try to reproduce noise without success. This sicd and the associated electrode were subsequently explanted and will be returned for evaluation. A bsc replacement sicd system was successfully implanted. No additional adverse patient effects were reported.